Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30aug2019.

Event description:
The customer reported a patient disconnect alert. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 25sep2019. Date of report: 27sep2019. The customer's biomed confirmed the reported alarm issue. The ventilator alarms ¿patient disconnect¿ even when a test orifice is on the unit. The customer reported that replacing the flow sensor corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a patient disconnect alert. There was no patient involvement.